Event description:
It was reported that the external pulse generator would not power on, even with a new battery. The generator was returned for service. There was no indication given of any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the knobs worn, and one side bail cover broken. (B)(4).

Event description:
It was reported that the external pulse generator would not power on, even with a new battery. The generator was returned for service. There was no indication given of any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).